Event description:
It was reported that the healthcare professional expressed concern regarding episodes of pacemaker mediated tachycardia (pmt) and inappropriate atrial tachy response (atr) detection. Technical services (ts) reviewed the electrogram (egm) and observed what appears to be true retrograde conduction, consistent with pmt. Ts recommended vvi mode testing and potential adjustment of the post-ventricular atrial refractory period (pvarp) to mitigate pmt. Additionally, far-field oversensing was noted during the atr event. Ts suggested extending the atrial blanking period after ventricular events to 85 ms to reduce inappropriate atr detections. This device remains in service. No adverse patient effects were reported.